Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited noise that was oversensed by the device. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.